Manufacturer narrative:
This report is to inform the food and drug administration about a duplicate report. It was confirmed on 01-sep- 2021, that the same reported event, product had already been entered and captured under MFR report# 3012931345-2021-00139. Based on this update, this record along with associated children will be cancelled due this duplicate entry. Henceforth any follow up on this event or additional information will be filed under MFR report# 3012931345-2021-00139 (attached) and no further follow- up will be filed under the MFR report # 3012931345-2021-00136.

Event description:
It was reported that during the procedure, peeling of the ptfe coating on the proximal side of the guidewire (subject device) was noted. As per the physician, the metal introducer might be the cause of the peeling. No further information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, peeling of the ptfe coating on the proximal side of the guidewire (subject device) was noted. As per the physician, the metal introducer might be the cause of the peeling. No further information is available.